Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime warnings. The user was allegedly able to disconnect and complete the rewind, load, and prime steps after each warning. It was also reported that the cartridge cap was loose at times. During troubleshooting, the reporter was advised to change the cartridge and contact animas if the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.